Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Faulty brush heads; brush head came off completely in mouth [device breakage]; no adverse event [no adverse event]. Case description: an e-mail received 04-oct-2016 from a consumer, age and gender unspecified, stated "can you tell me please where I can return faulty brush heads." No symptoms were reported. No further information was provided. On 05-oct-2016 received consumer's follow-up e-mail: the consumer reported that one of the toothbrush heads from a pack of oral-b power oral care refills precision clean purchased around the end of (B)(6) from an online retailer was faulty, so a replacement pack was sent to the consumer. When the consumer's daughter, age unspecified, was brushing her teeth "at the weekend," the brush head came completely off in her mouth. No symptoms developed. Relevant history: the reporter stated "we use the precision heads."

Manufacturer narrative:
On (B)(6) 2016 product investigation results: reporter returned toothbrush head on (B)(6) 2016. Toothbrush head confirmed to be counterfeit.

Event description:
Faulty brush heads; brush head came off completely in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: an e-mail received (B)(6) 2016 from a consumer, age and gender unspecified, stated "can you tell me please where I can return faulty brush heads." No symptoms were reported. No further information was provided. On (B)(6) 2016 received consumer's follow-up e-mail: the consumer reported that one of the toothbrush heads from a pack of oral-b power oral care refills precision clean purchased around (B)(6) from an online retailer was faulty, so a replacement pack was sent to the consumer. When the consumer's daughter, age unspecified, was brushing her teeth "at the weekend," the brush head came completely off in her mouth. No symptoms developed. Relevant history: the reporter stated "we use the precision heads."